Manufacturer narrative:
Event and explant dates are approximations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was overdrainage with the implanted valve. The valve was removed in (B)(6) 2018.